Manufacturer narrative:
(B)(4). Insulin pump was received with a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, the pump was also received with a blank display, problem isolated to the electronic assembly. Unable to verify rewind anomaly, prime, fill anomaly and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display.

Event description:
Information received by medtronic indicated that the insulin pump was asking her to rewind it about 6 to 10 times on incident day. Customer experienced low blood glucose level. Customer's blood glucose value was 60 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. The customer was treated with food and glucose tablets. No harm requiring medical intervention was reported. The device was returned for analysis.